Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had a confirmed fracture. The pacing lead was capped but was not replaced due to calcification of the vein at the puncture site. No patient complications have been reported as a result of this event.